Manufacturer narrative:
(B)(4). The strap12 device was returned with no damage in the external components. In addition, foil pouch was received. Upon cycling, the instrument was noted to be locked out. The trigger was unblocked and fired 2 straps. The instrument was disassembled; upon disassembly, the strap advancer was found bent causing the reported incident. No conclusion could be reached as to what may have caused the damage found.

Manufacturer narrative:
Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent lap hernia repair on (B)(6) 2017 and absorbable straps were used. During the procedure, the triggered straps did not attach to the abdominal wall falling into the cavity. The procedure was completed with a like device. No additional information was provided.

Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.